Event description:
In 2008, it was reported to boston scientific corp, that a procedure to extract a stone using a sensor dual-flex ptfe-nitinol guidewire occurred (pt age, sex, weight unk). According to the complainant "during the procedure of stone's extraction the tip of the guide is broken." The tip was removed using a graspit (manufacturer unk). It was reported that the procedure was completed using another sensor dual-flex guidewire with no pt complications.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.